Event description:
The reporter states that the surgeon was inserting an aa4204vl silicone single piece lens and the lens tore and was removed with no pt injury.

Manufacturer narrative:
H6: eval results: a visual inspection of the returned product shows a plate haptic is torn off into the optic of the lens and is missing. There is clear surgical residue on the lens. Conclusions: no conclusions can be drawn. Based on the complaint history and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.